Event description:
Explanted device returned to MFR for analysis with report of "granuloma at catheter tip." Follow up with hcp revealed the pt's original pump placed in 1991- had done well to 2001 when progressive weakness occurred. Medication in pump- mso4 concentration 60mg/ml at 13 mg per day. The source was not reported. The mass was diagnosed in april 2001 by an MRI. The pt symptoms included new or different sensory complaints or paresthesias at t10 and bilateral leg weakness. The catheter was removed 2001- 2 specimens were obtained. See test/laboratory for detail- diagnosis -granulomatous inflammation with amorphous necrotic debris. The operative findings included: the catheter tip was buried in the middle of the surrounding mass and the mass was densely adherent to both the lateral edge of the spinal cord and dura mater. At last report the pt was under the care of a rehabilitation hospital in another city.